Event description:
A homehealth nurse received a fingerstick from a contaminated needle by placing her hand on the bottom of the sharps container. It was unk to the employee that the only slightly filled sharps container had split and separated, allowing a contaminated needle to protrude, causing the needle sitck.